Event description:
On (B)(6) 2012, nurse reported the pt was in dka and came to the hospital on (B)(6) 2012. Nurse stated the pt was found unconscious and was brought into the hospital. Nurse reported his blood glucose reading when he arrived at the hospital was 816 mg/dl and was placed in the ICU. Nurse was unsure of the treatment but stated he was on insulin drips sometime during that time. Nurse reported the pt's blood glucose reading was 145 mg/dl this morning. On f/u call on (B)(6) 2012 pt reported he was admitted to the hospital on (B)(6) 2012 and released on (B)(6) 2012. Pt stated he had some type of "bug" or illness and that is what caused the elevated blood glucose level. Pt's normal blood glucose level was not provided. Pt stated he does not feel the infusion device malfunctioned. Pt is confident the infusion device is working okay. No product return was requested.